Event description:
It was reported that since november 2006 the patient has had intermittend sound. His parents report that he can hear sometimes, but most of the time not. No accident or head impact has been reported. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available , a device failure analysis will be submitted as a follow-up report.